Manufacturer narrative:
(B)(4). The device was returned for analysis. There is a bend located approximately 6.5 cm from the distal tip. There is a small amount of body fluids under r1 and r2 rings also were found air bubbles in the same rings. Continuity checks revealed no electrical opens or shorts, as checked manually using a multi-meter and test cable. All electrode/thermistor/sensor resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The ablation was verified by using the maestro generator 4000, and the device was found within specifications. X-ray showed a bent center support in the same location where the bend was observed and guide coil collapse under the handle strain relief. The insulation distal from the strain relief was removed and the collapsed guide coil was visually confirmed. There was no indication that analysis results were affected by the decontamination process. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 27-sep-2017. It was reported that a signal problem occurred. A blazer¿ ii xp was selected for use. During the procedure, a signal problem occurred. No patient complications were reported. However, device analysis revealed that there were small amounts of body fluids under r1 and r2 rings. Air bubbles along the same rings were also found.